Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set and cartridge tubing/pigtail during the load fill tubing sequence. A supply change was performed to resolve the issue. Customer¿s blood glucose was between 180-300 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.